Event description:
It was reported that during preparation for a pulse field ablation procedure to treat an atrial fibrillation and flutter, a farawave catheter was selected for use. The use of a farawave catheter to treat flutter constituted off-label use of the catheter. During preparation of the catheter, fluid would not advance through the flush port. The tech noted strong resistance to flushing. A fluid leak was mentioned. The catheter was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem- updated. H6: device codes- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat an atrial fibrillation and flutter, a farawave catheter was selected for use. The use of a farawave catheter to treat flutter constituted off-label use of the catheter. During preparation of the catheter, fluid would not advance through the flush port. The tech noted strong resistance to flushing. A fluid leak was mentioned. The catheter was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was disposed. It was further reported that this event occurred during preparation and was not inside the patient. There was no leak, but rather the fluid would not advance through the flush port. A new catheter was pulled to avoid risking any air introduction.